Event description:
It was reported the camera head had a connection issue. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image, bad connector pins and failed water leak test from cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: connection issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had a connection issue. The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.